Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was investigated. As received, the monitor was intermittently unable to power on. Upon investigation the j1 battery connector had an intermittent connection. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.